Event description:
Reporter alleged obtaining a discrepant blood glucose value of 195 mg/dl back to back with a result of 100 mg/dl when testing was performed within 10 minutes on the advantage system. Reporter stated that at a different time another comparative test of 268 mg/dl was performed back to back with a result of 138 mg/dl within 10 minutes on the same system. Reporter indicated she was not experiencing any hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.